Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) unit has electrical test fails code # 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found same problem during inspection and found motor control pcb defective. Fse replaced pcb, motor controller and after than problem is solved , handed over to department with good working condition.

Event description:
Na.